Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the rv lead had dislodged. This is the second time the lead has become dislodged. X-ray confirmed dislodgement. The device delivered inappropriate therapy. The lead was explanted and replaced.